Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt mentioned recharger antenna had "always" been hot to the touch after recharging the implanted neurostimulator (ins). About a month ago, the pt noticed they would charge for 30 minutes with "excellent" charge quality and the ins would not increment at all (pt stated issue was intermittent). No symptoms were reported. Additional information was received. It was reported that the pt called and confirmed receiving the new recharger antenna. Pt was confused and though they were going to be sent a controller. Patient services specialist explained to pt the troubleshooting steps that were taken to determine a recharger antenna cord was appropriate to replace. Pt seemed to agree with the troubleshooting steps that were taken to replace the recharger antenna and will try the new recharger antenna and call back if further assistance was needed. Pt says they got the replacement recharger telemetry module (rtm) that was sent recently but they are still having trouble charging ins. They said that it still takes a long time to charge even with excellent quality. Pt says the new recharger telemetry module (rtm) didn't help the issue. Pt shook the controller and heard "a rattling like something is loose". No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: h3: analysis of the device, model # 97755 intellis recharger (rtm), s/n (B)(6) , revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.